Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had not noticed a lot of improvement in their symptoms since implant. Patient stated they went through 60 pads in the first month. Patient said they have been getting up less at night but sometimes in the daytime they get the urge and had to get to the bathroom fast. Patient wondered if the leads could have come out because they had turned stim up and they didn't notice any change in behavior so last week they bumped it up again it went to really "zapped" so they turned it back down to a comfortable level. Reviewed therapy information; stimulation expectations and general programming guidance. They suggested that patients who undergo the permanent implant surgery should be given copies of the symptom diary sheets so they can keep an accurate record of their symptoms. Redirect to healthcare provider (hcp) for further guidance. They're scheduled to follow-up with hcp next week.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.